Manufacturer narrative:
Date missing in emdr fup #1. The date was sept 29, 2015.

Event description:
The physician reported that after the implant procedure of the subject pacemaker, there was ventricular pacing failure. A re-intervention was immediately performed and the lead and connections were identified to be ok. After 4-5 hours there was again pacing failure, high impedance (>3000ohms) and no threshold. Another re-intervention was performed and the subject pacemaker was replaced.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The physician reported that after the implant procedure of the subject pacemaker, there was ventricular pacing failure. A re-intervention was immediately performed and the lead and connections were identified to be ok. After 4-5 hours there was again pacing failure, high impedance (>3000ohms) and no threshold. Another re-intervention was performed and the subject pacemaker was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that after the implant procedure of the subject pacemaker, there was ventricular pacing failure. A re-intervention was immediately performed and the lead and connections were identified to be ok. After 4-5 hours there was again pacing failure, high impedance (>3000ohms) and no threshold. Another re-intervention was performed and the subject pacemaker was replaced.

Event description:
The physician reported that after the implant procedure of the subject pacemaker, there was ventricular pacing failure. A re-intervention was immediately performed and the lead and connections were identified to be ok. After 4-5 hours there was again pacing failure, high impedance (>3000ohms) and no threshold. Another re-intervention was performed and the subject pacemaker was replaced.